Manufacturer narrative:
Product event summary: at analysis it was noted that the atrial connector was broken, the bail and ring attachments were missing and the battery contacts were contaminated. The lower case, patient connector and battery contacts were replaced, the main board was calibrated and the device passed all tests with no visual or electrical anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.